Event description:
A new spare part, gas module, was installed in the ventilator at the service facility. When the ventilator was turned on the gas module was opening and closing the solenoid valve with high frequency.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.